Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to significant clear fluid collection, communication between the hip joint and the posterior bursal fluid and taper/trunnion corrosion. The femoral stem and femoral sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation papers allege pain, loss of range of motion, disability, elevated metal ion levels, irritation, and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones, and soft tissues.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.